Event description:
Boston scientific received information that this device dependent patient implanted with this pacemaker and right ventricular (rv) lead was admitted to the intensive care unit due to syncope. A device interrogation revealed normal lead measurements. Noise was present, sensing was at 12mv, impedance was 460 ohms and a loss of capture was noted at 5v @ 0.5ms. However after the interrogation the device started pacing and then no capture was noted. Pocket manipulation, exercise and positional changes were tried but the loss of capture and inhibition of pacing could not be duplicated. The physician elected to explant the device and surgically abandoned the rv lead. New products were successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment. The clinical observations were previously reported were unable to be reproduced during laboratory testing.

Manufacturer narrative:
The pacemaker is expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.